Manufacturer narrative:
(B)(6) this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 23aug2023, it was reported that the patient required the placement of a new cvc following removal of the complaint device.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. E1: phone: (B)(6). E3: clinical resource director, supply chain. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that the catheter from a cook spectrum minocycline/rifampin impregnated double lumen central venous catheter tray separated. The device was placed in the patient¿s right femoral vein on (B)(6) 2023. On 08jul2023, a dressing change was performed, and it was discovered that the white hub was separated from the catheter approximately 5 mm from the manifold. The device was removed and inspected for further damage. No other damage was reported. The patient required an additional procedure to replace the catheter. No other adverse events were reported due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, specifications, and instructions for use (IFU) of the complaint device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded sufficient inspection activities are in place to identify this failure mode prior to distribution. The user facility did not provide a lot number for the complaint device. Based on additional information regarding the type of device used provided by the customer and representative , cook reviewed the sales history of the user facility over a three-year period and was able to narrow down the possible complaint lot. The DHR of the possible complaint lot and related subassembly lots revealed no nonconformances. A database search revealed no other complaints from the possible lot at the time of investigation. Cook also reviewed product labeling supplied with the suspect lot. Instructions for use (IFU) document [c_t_ulmabrm] ¿spectrum and spectrum glide central venous catheters¿ is packaged with this device. The product IFU states the following in consideration of the reported failure mode: ¿precautions: controlled clinical trials of the cook spectrum and spectrum glide central venous catheters in pregnant women, pediatric and neonatal populations have not been conducted. The benefits of the use of the cook spectrum and spectrum glide central venous catheters should be weighed against the possible risks. How supplied: supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ the information provided upon review of the dmr, IFU, and DHR, suggests that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, no product returned, and the results of the investigation, cook has concluded that unintended use error potentially contributed to the event. It is possible the pediatric patient or user inadvertently tugged on the catheter, causing the white port to separate from the extension tubing. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the white port of a cook 4 french double lumen central venous catheter separated from the catheter that had been placed in the right femoral artery on (B)(6) 2023. The separation was discovered when a dressing change was being performed at bedside by the registered nurse (rn). The white port was no longer attached to the catheter of the lumen. The separation occurred 5 mm from the flange. The catheter was removed from the patient and was visually inspected by the clinical resource director to confirm that all interior portions had been removed. The father of the patient was at bedside and was aware of the event. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.